Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a06 captures the reportable event of loss of visualization inside the patient. Block h10: the exalt model b monitor kit was inspected and analyzed. Product analysis was not able to replicate the reported event and the device functioned correctly throughout analysis. It is possible that the reported event could be caused by disconnecting the power cord, or by not fully charging the unit before use, however, the reported complaint could not be confirmed. Although product analysis was unable to replicate the failure, an analysis of the log files was performed, and no issues were encountered as the device was able to run on battery exclusively a period of time well within the recommended timeframe. The power supply was disconnected from the unit and tested with the single use device (sud). The analysis of the log files revealed that when the system is first plugged into an external monitor the screen displays black momentarily during refresh and then displays the image. Additionally, when the system is idle without any sud connected, the unit enters screen saver mode. Based on all gathered evidence, the cause code selected is no problem detected, which indicates that the reported event was not able to be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. Block h11: block e2 has been corrected to yes. Block e3 has been corrected to other healthcare professional. Block g2 has been corrected to company representative, health professional.

Event description:
It was reported to boston scientific corporation that an exalt b monitor kit was used during an unknown procedure performed on an unknown date. During the procedure, the monitor powered off intermittently. No further information has been able to be obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an exalt b monitor kit was used during an unknown procedure performed on an unknown date. Despite a battery charge of 100%, the monitor powered off intermittently causing visualization to be lost during the procedure. No further information has been able to be obtained despite good faith efforts.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. H6: device code a06 captures the reportable event of loss of visualization inside the patient.